Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that, when the patient was walking by the microwave, the stimulator sent a jolt into the patient/they get a jolt of stimulation. Impedance testing, reprogramming, and x-rays were done for troubleshooting. It was stated that the jolt of energy was in the location of the right side implant. It was further reported that the occurrence of the issue was recent so the patient just unplugged his microwave. Impedance test, x-ray, and the reprogramming tested fine. There was no planned interventions. The patient was fine and the issue never hurt him. It was stated that the patient was just not going to use his microwave while using his stimulation.